Manufacturer narrative:
The wavescan equipment was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.

Event description:
Post operative data of a pt treated with the wavescan revealed an over correction of +2.00 diopter in the right eye at one month following treatment. Pt's best corrected visual acuity is 20/25-2.